Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.

Event description:
There is a 60-minute procedure delay with this event. Deflection code added after the meeting with customer on (B)(6) 2026. Customer experienced repeated functional failures with 7fr passport steerable sheaths during clinical use. A total of three sheaths were initially opened and found to be nonfunctional. At first, operator error was considered; however, this was ruled out after appropriate handling techniques were carefully followed. When the sheaths were flexed as instructed, they kinked and twisted into an abnormal configuration, rendering them unusable. The deformation occurred during normal flexion and did not allow for correction or safe use. As a result, four sheaths were ultimately required to complete the case. Acceptable functionality was achieved only after using a 7fr 17 mm sheath, which performed as expected. It delayed the case by over an hour due to this problem. Dr. (B)(6) (surgeon)".